Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they received a motor error alarm and no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother ran fixed prime to troubleshoot for no delivery alarm and the insulin did exit. The customer's mother mentioned that there was a horizontal line that was blocking some of the lettering on the display. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The motor passed motor test. No motor error alarm and no excessive no delivery alarm noted. The insulin pump was received with missing segment due to lcd cracked zebra connector. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.